Event description:
An ipp device was implanted on 8/5/93. The reservoir was revised in october, 1994, day not provided. A revision surgery was performed on 5/14/96 to repair a herniation of reservoir through abdominal wall.